Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified malfunction alarm occurred. Pump reset was done to address the issue, but issue persisted. There was no reported adverse impact to customer's blood glucose. No additional information was provided. Customer was unable to be reached for further troubleshooting.